Event description:
Patient was revised to address a vertically malpositioned cup, with clunking and subluxation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges friction and wear between the cobalt-chromium of the head and liner that caused large amounts of toxic metal ions and particles released into the blood, tissue and bone resulting to emotional distress, disfigurement, loss of mobility and loss of range of motion.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.